Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges infusion set tubing was occluded and pump did not show an occlusion; blood glucose level stared increasing. Caller reported an e4 (occlusion) message should have been delivered but was not. No adverse event reported. Requested return of the alleged device for evaluation.